Event description:
No additional information

Manufacturer narrative:
A code updated to be more specific based on investigation results. Five photos and one physical sample were received by our quality team for evaluation. Upon visual inspection of both the photos and sample, foreign matter could be observed in the primary packaging; therefore, the reported incident could be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the foreign matter was determined to be a plastic burr from plastic film which occurred during the manufacturing of the product. Actions were put in place to mitigate this incident. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material#: 309657, batch#: 4261481. Rcc received a complaint via email. One x bd 3 ml syringe leur-lok tip (ref: 309657, lot: 4261481, exp: 2029-09-30). On (B)(6) 2025, one (#1) x 3 ml syringe leur-lok tip syringe had black particulate inside and outside the intact MFR packaging. No patient harm. Syringe issue was escalated and removed from. Samples available for return by customer for further investigation.